Event description:
Reportedly silk sutures were used to close skin. Post-operatively, a dehiscense of the skin closure occurred. The patient was resutured without complication. No additional information was available.

Manufacturer narrative:
During a routine review of our complaints this complaint was re-evaluated and determined reportable as an adverse event.